Event description:
As reported this patient was undergoing endoscopic treatment for gastric ulcer bleed. During the use of this device, the physician found the tip of the injection gold probe appeared to be loose with cautery. The physician therefore decided to withdraw the device from the scope. The device was removed. Approximately 45 seconds later, the patient spontaneously coughed and expelled the tip. There was no adverse effect to the patient. In 2002 this manufacturer became aware that the tip along with the sheath or guide tube was expelled by the patient. The complaint device has been shipped to this manufacturer and is undergoing decontamination. Upon completion of the device evaluation a supplement report will be provided.